Event description:
It was reported a patient experienced a break in aseptic technique resulting in peritonitis coincident peritoneal dialysis (pd) therapy. The break in aseptic technique was further described as poor hand washing technique, not using the mask at the correct time and not cleaning the exchange area before placing the minicap. The patient was hospitalized for four days for peritonitis. The patient was treated for peritonitis with levoquin, oral for 2 weeks (dose and frequency not reported) and cefazolin ip, 1 gram, once a day for 12 days. The patient was retained on proper aseptic technique. At the time of this report, the patient was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.